Event description:
It was reported that when the patient presented at a follow-up in-clinic, high pacing lead impedance and high capture thresholds were observed on the right ventricular lead. Possible calcification was also noted at the tip of the lead. The physician assumed it was a lead fracture and performed a laser lead extraction. The lead was explanted and the surgery was uneventful and without complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high pacing lead impedance and high capture thresholds were observed on the right ventricular lead. The physician assumed it was a lead fracture and performed a laser lead extraction. The lead explanted and the surgery was uneventful and without complications.

Manufacturer narrative:
Additional information: the reported field event of unacceptable thresholds, high pacing impedance, and calcification on the tip of the lead were confirmed while the lead fracture was not confirmed. A complete lead was returned in two pieces and visual examination found calcification at the distal region. The cause of the unacceptable thresholds and high pacing impedance was due to the calcification. Any other damage found was sustained during the surgical procedure. The lead was otherwise normal.